Event description:
The patient was enrolled in the acurate ide with patient identifier (B)(6). It was reported that a femoral artery dissection occurred. Procedure summary: the perimeter derived diameter of the moderately calcified native aortic annulus was 24.8mm. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 25mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A large size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced through the 14f isleeve introducer sheath. The safari2 guidewire position was high in the in the left ventricle and came out of the left ventricle completely losing guidewire access across the native aortic valve. The patient condition was stable. The acurate neo2 tf ds was advanced over the aortic arch and the acurate neo2 tf ds was placed just above the native aortic valve. The safari2 guidewire was removed from the acurate neo2 tf ds and an unknown manufacturer's straight guidewire was inserted into the acurate neo2 tf ds. While attempting to recross the native aortic valve, the acurate neo2 tf ds was advanced into the left ventricle along with the unknown manufacturer's straight guidewire. The unknown manufacturer's straight guidewire was exchanged for the previously used safari2 guidewire. The safari2 guidewire was advanced into position in the left ventricle. The acurate neo2 tf ds was pulled back above the native aortic valve annulus and advanced into position. Following the initial phase of valve release, contrast staining identified a perforation of the non-coronary cusp (ncc). The patient became hypotensive. The final release phase of valve release was quickly performed. Following final phase of valve release, the bottom of the stent frame of the acurate neo2 valve was constrained. A 25mm balloon was then brought to the field, and post-dilatation was performed. The acurate neo2 valve expanded, however the patient's hemodynamics quickly deteriorated and cardiopulmonary resuscitation (CPR) was performed. The patient was immediately resuscitated and an endotracheal tube as well as a central line was placed. The patient was then placed on femoral bypass to stabilize the patient. A sternotomy was performed. It was noted that both the ncc and right coronary cusp (rcc) were dissected. This dissection occurred down the pericardium, and appeared to be a tamponade. The pericardium was opened and the blood was sucked out. It was determined that the recross did not go across the native aortic valve and went through the leaflet of the ncc. The constrained appearance of the acurate neo2 valve was due to the acurate neo2 valve being deployed in the ncc. The acurate neo2 stent frame was surgically explanted from the patient. The patient then underwent surgical replacement of the aortic root and aortic valve replacement. During surgery, a large ventricular septal defect was noted approximately 3cm wide and extended the right ventricle. Following explant of the acurate neo2 valve, the heart was inspected, and it was determined that an entire bentall procedure needed to be performed. Following inspection of the heart, the right and left coronary buttons from the heart were attempted to made from the aortic wall for the bentall procedure, and the left coronary button was constructed, however the right coronary was almost destroyed with tear through the aortic root, and it was left in place. Significant bleeding was noted from the arterial cannulation site and a significant dissection was noted in the femoral artery. A 4 to 5 cm incision was made. A purse string suture was placed around the aorta and was tried to cinch down, however the tissue kept tearing due to the fragility of the patient. Despite of placing multiple sutures, the bleeding continued. Although there was reasonable control of the bleeding, there was too much bleeding to ignore for full length of case. The femoral artery was repaired prior to the bentall procedure. Both of the events of aortic dissection and femoral artery dissection resulted in hypotension and required the use of IV inotropic agents. Through the large incision in the groin, the common femoral vein was repaired and the canula was removed with reasonable hemostasis. The atrial septal defect was large and took up the entire right coronary cusp. A suture was placed under the annulus of the right cusp and through the aortic root, which closed the ventricular septal defect. A new non-boston scientific grafted valve was parachuted into position, and all sutures were tied and cut. There was reasonable seating of bentall procedure. The 4-0 non-bsc suture was run around the native aortic annulus, next a small hole created in posterior aspect of left cusp and left coronary cusp was anastomose in an end-to end fashion. Anastomosis was performed in the ascending aorta to replace the ascending aorta and attach in end-to-end fashion with the native aorta more distally in the arch. The frayed and dissected coronary ostium was oversewed and ligated on right side. A piece of vein was taken from right leg through open incision. The quality of vein was very poor; however, an appropriate length of vein graft was removed and was used for anastomosis in end-to-end fashion. The contrast was given, and the cross clamp was removed. The heart was then allowed to fill and beat spontaneously. Throughout the case, the patient was losing blood and there was concern that it may have been in the abdomen. At this point, the patient was transfused with 12 units of packed red cells. A significant amount of blood was seen in the abdominal cavity. As the flow was significantly reduced, a small hole was opened in the abdominal cavity to drain more blood. The patient was to be taken off bypass and was brought back to the intensive care unit. The bleeding continued from the abdomen and the diaphragm was sealed off with the non-bsc suture. An attempt was made to wean the patient from cardiopulmonary bypass; however, the right ventricle was not able to support this as it began to balloon out with all of the sutures from the canulation tearing apart under the extreme pressure. Cardiac massage was then attempted to decompensate the heart, but the right ventricle did not recover. Patient status: the patient died following attempted surgical intervention. The official cause of death was aortic dissection.